Event description:
It was reported that the patient unable to drain 1/2 full urine bag into measurable container. Able to unclamp the clamp, but no urine drains from tube. Appears tube was not filled with urine. Possible blockage at bottom of urine bag that connects to the tube that was clamped. Multiple registered nurse attempted to trouble shoot problem. Foley had to be removed and a new one placed. A urometer foley was used due to the concerns of that lot # of foley tray systems that were currently stocked on the unit. Per additional information received via email on 14nov2025, it was reported that the foley catheter had to be removed because it would not drain. A new foley catheter had to be placed. They troubleshooting was performed by several nurses attempting to drain the defective foley catheter. They described the defective foley catheter in my initial product concern. The catheter would not drain despite multiple attempts by several nurses to drain it. There was urine in the bag, the clamp was unclamped, but still no urine was draining from the urine bag. A urometer was placed due to the multiple foley catheter defects we were experiencing.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to incorrect eye size - undersized. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient unable to drain 1/2 full urine bag into measurable container. Able to unclamp the clamp, but no urine drains from tube. Appears tube was not filled with urine. Possible blockage at bottom of urine bag that connects to the tube that was clamped. Multiple registered nurse attempted to trouble shoot problem. Foley had to be removed and a new one placed. A urometer foley was used due to the concerns of that lot # of foley tray systems that were currently stocked on the unit. Per additional information received via email on 14nov2025, it was reported that the foley catheter had to be removed because it would not drain. A new foley catheter had to be placed. They troubleshooting was performed by several nurses attempting to drain the defective foley catheter. They described the defective foley catheter in my initial product concern. The catheter would not drain despite multiple attempts by several nurses to drain it. There was urine in the bag, the clamp was unclamped, but still no urine was draining from the urine bag. A urometer was placed due to the multiple foley catheter defects we were experiencing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.